Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula events on 31-oct-2024. The site location was patient's thigh. The issue occurred with two similar types of infusion sets used for four hours. The blood glucose level of the patient was high which was treated by correction bolus via pump after changing out infusion site. No further information was available.